Manufacturer narrative:
The ca2 reagent lot number and expiration date were not provided. The results from a hardware check suggested issues with mixing and cell rinse functionalities. The field service engineer (fse) replaced the sample syringe, the pressure sensor, and the sample probe. Multiple air purges were performed, as well as a long mechanism check and a pressure sensor check, which were acceptable. The sample probe and sampling positions were adjusted. An incubation bath water exchange was completed. The customer ran acceptable calibration and qc. The customer also ran patient samples in microcups with no issues. The customer had no further issues after the service visit. Since several service actions were performed, the specific cause of the event could not be determined. The service actions resolved the issue.

Manufacturer narrative:
The c501 module serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for calcium gen.2 (ca2) on a cobas 6000 c501 module. The initial result from a microcup was 1.76 mmol/l. Since the results for 5 other tests from the sample were flagged, the sample was repeated. The repeat result was 2.46 mmol/l.